Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that three years after a lap adjustable band procedure, the band buckle was torn. The pt complained of sudden weight regain. The implantation was in 2005. During the years, the band was inflated to 7-8 ml. The band was replaced with a new one.